Event description:
During a dilation of left side dialysis homograft shunt, the balloon rupture at 4 atmospheres. The homograft was no calcified, mildly tortuous and 80% stenotic. The product was inspected prior to insertion and appeared normal. The balloon catheter was prepped according to (IFU) information for use. No other information was available. There was no pt injury reported with the event.